Event description:
The customer reported the touchscreen was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the touchscreen was not working. Troubleshooting was performed per the service manual, and the remote service engineer (rse) provided the part ID for the following - touchscreen (front bezel) 453561539061. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Customer is taking responsibility to correct/repair the device. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. Based on information provided and/or service performed the reported issue was confirmed.